Event description:
It was reported that during implant attempt, there was a problem with the screwing mechanism. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted; the analyst noted that there was blood on the helix, fracture (overstress), and the helix would not extend due to distortion inside the connector; full lead returned and analyzed.